Manufacturer narrative:
The customer¿s report of an underinfusion requiring an increased rate to complete the infusion on time could not be confirmed. No product or pcu event logs have been returned for this investigation. No further investigation of this event is possible at this time. The root cause of the event was not identified.

Event description:
The customer reported that a 24 hour methotrexate infusion required multiple rate changes in order to infuse in a timely manner and then still required increasing the rate near the end of the infusion to infuse the remaining amount left in the bag. The patient reportedly experienced a delayed methotrexate clearance with increased nausea and vomiting believed to be due to the bolus; there was no lasting harm reported. The devices were tested by the biomed department at the facility and found to be infusing within specification; they were returned to use.